Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels was above 700 mg/dl and blood glucose was 238 mg/dl at the time of call. The customer had symptoms such as headache. The customer was treated for the high blood glucose with manual injections. The customer was advised to prolonged pressure on the site may impact sensor performance. The insulin pump will not be returned for analysis.